Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2015. The pad-pak was then removed. A pad-pak was then installed and removed on multiple occasions throughout the history log. On the (B)(6) 2015 the device was power cycled multiple times. During one power cycle the temperature was recorded as -0.3 degrees celsius, this is below the recommended operating temperature range for this device (0-50 degrees celsius). The returned pad-pak was then installed. The device was manually power cycled passing a self-test. The audible prompts were given as expected. The device powered off with a green flashing status led and no warnings given. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was then disassembled. Investigation found that the returned device performed to specification throughout testing at heartsine. The device gave the correct audio prompts as expected throughout testing, including at both extremes of the temperature range.

Event description:
There was no patient involved in this event. Pad unit has no audible prompts when powered on.